Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device housing was damaged, the triggers were sticky, had contact damage, corrosion, sliding sleeve seal was incorrect, the motor swing fork were worn and mode switch resistance was too low. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades, sticky trigger, mode switch test it was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. Service history record review result is not relevant to the current complaint and service process findings. The assignable root cause was determined to be due to component wear. UDI:(B)(4).